Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that a patient had a spinal surgery procedure about four months ago. It was observed on radiographs that the distal construct has failed at multiple points. Integra has requested additional clinical information.